Event description:
It was reported that during a right side a-flutter procedure when the navistar catheter was connected to the carto 3 system, the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. Changing the catheter cable did not resolve the issue. The case was completed by using a new catheter without any patient consequence.

Manufacturer narrative:
The concomitant product: carto 3: model # m-4800-01, serial # (B)(4).

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical resistance and current leakage and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition cannot be confirmed.